Event description:
An an10 nasogastric tube had been inserted. When removed, the patient reported that the tube has "knotted on the end and when removed caused their nose to hemorrhage." No further information was available.